Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012657556 and data files were returned and analyzed. Image files were received showing the spiral array of the catheter appeared to be knotted, and the nitinol ball was found to be completely dislodged from the dual lumen. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. The spiral array was observed to be knotted. An electrode wire on spiral array observed to be exposed. The proximal end of nitinol array wire was observed to be dislodged from dual lumen in spiral array area. The spiral array pebax was observed bulged. Catheter identification and ablation was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was carried out. The slide control function operated as expected without any issues. Upon full ad vancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot/lopot verifications (where applicable) were carried out. Electrical continuity test did not reveal any anomalies. In conclusion, catheter failed the return product inspection due to a spiral array observed to be knotted, an electrode wire on spiral array observed to be exposed, the proximal end of nitinol array wire observed to be dislodged from dual lumen in spiral array area and the spiral array pebax observed to be bulged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure involving the pscc100 pulseselect catheter, the catheter orientation seemed abnormal at the completion of the procedure. The catheter was difficult to remove from the sheath and was forcefully removed, revealing that it had looped on itself. Damage to the catheter shaft was noted after removal. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.